Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported sleeve steering issue appears to be related to procedural conditions and likely due to the widening of the transseptal puncture which caused instability in the guides position. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional information received: while steering with the m-knob, the direction of steering was irregular. The cds did not curve towards the mitral valve because the steerable guide catheter was not stable due to dilation of the septal hole.

Manufacturer narrative:
(B)(4). The customer reported the mitraclip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because while steering the second clip delivery system with the m-knob, the device did not curve as expected. Atypical movement has potential for injury. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was implanted without issue. A second cds was advanced to into the left atrium, however, while steering with the m-knob the cds did not curve towards the mitral valve. The m-knob was turned to more than 6-o'clock. After some investigation, it was noted that the transseptal puncture hole was bigger than the outer diameter of the steerable guide catheter (sgc), making the sgc unstable. There was no septal injury or adverse patient effect. The physician commented that due to the relatively prolonged procedure, sgc stabilization became worse. The clip was not implanted and the cds was replaced. By the end of the procedure, two clips were implanted and mr was reduced to 1+. The patient is stable. Although the procedure was prolonged, there was no adverse patient impact. No additional information was provided.